Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Fluid coming out of nearport connector when flushing long extension of nexiva nearport. Nurse reports that she was not flushing against resistance when this happened. Describe patient /(hcp) / user impact: none